Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The proximal segment of the lead was returned, severed 110 millimeters (mm) from the terminal pin. Insulation abrasions were noted on the surface of all three terminal legs, indicative of pressure and movement in that area. Additionally, the identification tag area of all three legs showed signs of movement. Testing was completed to assess the electrical performance of the returned segment. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
It was reported that this implantable defibrillation lead exhibited baseline noise on the rate/sense and shock channels. There was no oversensing noted on the lead. Additionally, an increase in threshold measurements was observed. Impedance measurements were noted to be stable and within an acceptable range. During routine device change out, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable defibrillation lead exhibited baseline noise on the rate/sense and shock channels. There was no oversensing noted on the lead. Additionally, an increase in threshold measurements was observed. Impedance measurements were noted to be stable and within an acceptable range. During routine device change out, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.